Event description:
Boston scientific received information that this device and right ventricular (rv) lead displayed one increased out of range pacing impedance measurement. The patient was seen and the lead measurements were within acceptable limits. Isometric movements were performed and no out of range measurements were observed. No x-ray or fluoroscopic imaging was performed. The results were reviewed with the physician and the patient will continue normal follow up. To date, no adverse patient were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.